Manufacturer narrative:
(B) (4): conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50449isp, mfg date: 11/12/2009, exp date: 11/30/2014; batch 50080isp, mfg date: 09/24/2009, exp date: 09/30/2014; batch 50339isp, mfg date: 11/17/2009, exp date: 10/31/2014; batch 50159isp, mfg date: 10/28/2009, exp date: 10/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure for severe inflammatory bowel disease on (B) (6) 2010 and a drain was placed under the skin. After that, the surgeon closed the epidermis and dermis with nylon suture and a surgical stapler. The drain functioned as intended for nine days. On (B) (6) 2010, during removal of the drain from the pt's body, the drain was broken and remained in the pt's body. On the same day, the surgeon re-opened the incision site partially and removed the drain under local anesthesia. The pt remains in the hospital because she has not recovered from inflammatory bowel disease.